Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device knife tip broke off during use. Nothing fell into the patient's cavity. There was no patient injury.